Event description:
The ceramic tip of the mitek electrode broke off during use. It was retrieved and the case was completed successfully without further incident. Problem did not result in any patient injury. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.